Manufacturer narrative:
Blood was observed on the adhesive pad. Additionally, the exposed portion of the soft cannula was found to be kinked. Fluid path test was performed, and fluid was able to exit the distal tip of the soft cannula despite the kink being present. No timeouts or drive stalls were noted in the downloaded data. It could not be determined when the damage occurred or if it affected the pod¿s ability to deliver insulin when the device was worn. The cannula assembly of the device was inspected for any manufacturing deficiencies that could cause bleeding/ bruising. No issues were found. The cause of the reported bleeding could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 17 mmol/l (306 mg/dl) and bleeding was noticed, while wearing the pod on the abdomen. A new pod was applied to treat the hyperglycemia.